Manufacturer narrative:
The download history file listed 2 excessive no delivery alarms. Insulin pump passed functional tests including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump's occlusion alarm had not been activated and the patient was hospitalized due to hyperglycemia. Customer stated that the bolus had been repeated but had not decreased the blood glucose levels. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.